Manufacturer narrative:
A complete lead was returned in one piece. Destructive analysis was performed and found the inner insulation was abraded at 24.0 ¿ 24.4 cm from the connector pin exposing the inner coil at the middle region of the lead. The cause of the reported events was due to the inner insulation abrasion exposing the inner coil.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that the atrial lead exhibited a decrease in impedance. At outpatient follow-up afterwards, noise was detected as well. As appropriate biv pacing had been unsuccessful, the atrial lead was explanted and replaced. Insulation damage was suspected because of securing the sleeve too tightly. The patient was stable.